Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty in 1999. Subsequently, patient underwent a manipulation procedure on (B)(6) 2007 due to arthrofibrosis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.